Manufacturer narrative:
E1. Initial reporter phone number "(B)(6)". As reported, a physician began inserting a 5f mynx control vascular closure device (vcd) into a 5f non-cordis sheath when he observed that the sealant sleeves had split and come away from the shaft. A second mynx control was used successfully. There was no reported patient injury. The physician is aware of the need to support the mynx control tip upon entry into the sheath and he indicated he did that. Nevertheless, with the sealant sleeves split significantly, he did not feel comfortable deploying the device. The deployer was mynx control certified. The device did not make it past the valve of the sheath before the split was observed. The device was stored and prepped according to the instructions for use (IFU). A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned along with the syringe for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found closed. The sealant was present in manufactured position; nevertheless, the sealant sleeves were confirmed to be frayed/split/torn. The condition described of the sleeves resulted in the exposure of the sealant, which resulted in blood exposure and a swelling condition. No additional anomalies or damages were observed. Additionally, the catheter sheath introducer (csi) of the complaint was not returned with the device, which did not show any type of exposure to blood. No other anomalies were observed. Per dimensional analysis, the slit length was verified and noted to be within specification. Per functional analysis, introduction into a lab sample csi could not be completed since the condition observed in the frayed/split sleeves did not permit introduction into the sheath. A deployment test was executed, and it was concluded that deployment could be simulated successfully. A product history record (phr) review of lot f2223503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the frayed/split/torn condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a physician began inserting a 5fr mynx control vascular closure device (vcd) into a 5f non-cordis sheath when he observed the sealant sleeves had split and come away from the shaft. A second mynx control was used successfully. There was no reported patient injury. The physician is aware of the need to support the mynx control tip upon entry into the sheath and he indicated he did that. Nevertheless, with the sealant sleeves split significantly he did not feel comfortable deploying the device. The deployer was mynx control certified. The device did not make it past the valve of the sheath before the split was observed. The device was stored and prepped according to the IFU. The device is being returned for evaluation.addendum from product evaluation findings: the condition of the sleeves resulted in the sealant exposure.